Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. Customer¿s blood glucose (bg) level was 122 mg/dl. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurs.